Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the microbial contamination of the collected mononuclear cell products experienced by the customer. Per internal quality labs report, the devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of </=10-6. Additionally, a sterility assurance system has been designed and employed to ensure this will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: per the customer, they believe this is not set-related and likely to be due to operator aseptic technique. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a positive blood culture on a mononuclear cell (mnc) product post-collection. The blood culture of the product grew organism staphylococcus epidermidis. No medical intervention was necessary and the product was not transfused. There was not a transfusion recipient. Donor information is provided in section a. Customer declined to provide donor ID. Donor weight is not available at this time. The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in weight, describe event or problem, relevant tests/lab data, evaluation codes, and additional MFR narrative. .investigation: the run data file (rdf) was analyzed for this event. Per literature review, 'staphylococcus epidermidis - the "accidental" pathogen', staphylococcus epidermidis is a bacteria typically seen in, and common to, skin and mucus membranes of humans. Root cause: no system-related root cause for the alleged bacterial contamination was identified in the rdf for this procedure. There were not any excess alarms, paused pumps for an extensive period of time, and no leak alarms that would increase the risk of bacteria being exposed to the set. Consequently, the system was found to be operating as intended during these procedures. The sterility assurance system employed at terumo bct ensures the device is not the source of contamination. Additionally, the customer stated that no defects in the idl sets were noted and the customer believes the contamination is not set related but likely due to operator aseptic technique. Sources of bacterial contamination include but are not limited to patient connection to the disposable set (venipuncture), post-processing laboratory practices and handling, and/or storage procedures. Literature citation:otto, m. (2009). Staphylococcus epidermidis ¿ the "accidental" pathogen. Nature reviews. Microbiology, 7(8), 555¿567. Http://doi.org/10.1038/nrmicro2182.

Event description:
The donor's weight is provided in pt information.